Manufacturer narrative:
Product event summary: the mapping catheter (B)(4), with lot number 217254714 was returned and analyzed. Visual inspection of the mapping catheter showed the device was intact with no apparent issue. Mechanical verification of steering functioned as normal. In conclusion, the reported clinical issues (pericardial effusion and left superior pulmonary vein (lspv) rupture) could not be confirmed through analysis. There is no indication of relation of adverse event to the performance of the cryo device. The mapping catheter passed the return product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The data files were returned and analyzed. The data files showed that at least one application was performed with balloon catheter, 2af283 with lot number 04715 without any issue on the date of the event. Clinical issues were encountered during the case. There is no indication of relation of adverse event to the performance of the cryo device. The analysis of the physical product is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed upon the first ablation. The case was aborted. Surgical intervention occurred; a rupture was found in the left superior pulmonary vein (lspv) and was treated. It was noted that the sheath, balloon catheter and mapping catheter were in the heart at the time the effusion was observed. No further patient complications have been reported as a result of this event.